Event description:
Pt underwent surgery for coronary artery bypass x 2 and mitral valve annuloplasty. Blood supply to the heart was felt to be compromised postoperatively and an intra aortic balloon was inserted at 2000 on 12/6 to maintain pressure. On 12/7 at 0700, patient's leg was aggessed to be cold, mottled, and pulse less. By 0843, patient ws taken back to the or for removal of the intra aortic balloon and an embolectomy of the left leg. On 12/8 at 1253, patient was taken back to the or for another femoral embolectomy of the left leg. On 12/9, it was decided that adequate circulation could not be restored and pt was taken back to the or at 1200 for an above the knee amputation of the left leg.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.